Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va05lg5, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va05lg5, implanted: (B)(6) 2013, product type: lead. Product ID: 37085-60, lo serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
A health care provider (hcp) reported the patient arrived at the emergency room with a loss of therapy and a sudden return of symptoms and tremor. The patient did not have their patient programmer with them so their wife was going to get the programmer. It was unknown if the implantable neurostimulator (ins) was on. No impedances were checked. The patient's indication for use is parkinson's dual and movement disorders. No troubleshooting, diagnostics, actions/interventions, cause, or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care provider (hcp) reported the implantable neurostimulator (ins) battery was expired.